Event description:
The dentist was performing a restoperative prep, posterior and anterior, when the handpiece came in contact with the pt's upper lip. This resulted in a third degree burn to the lip. The wound was initially treated with ointment but after serveral days a very evident scar remained requiring treatment by a specialist. The pt was referred to a plastic surgeon. Treatment is pending the plastic surgeon consultation.